Event description:
It was reported this snare loop detached from the catheter during a polypectomy procedure on 7/17/1998. The snare wire had been engaged around a polyp when the wire detached and remained in the pt. Retrieval of the loop with a snare was uneventful. Successful retrieval of the loop with a snare followed. The procedure was completed successfully. The pt's condition is good. No further info regarding the circumstances surrounding this event are available. The device has not been returned by the user facility. Therefore, without evaluating the device, co is unable to determine the exact cause for the event. The instructions for use for this product state: "advance the snare through the endoscope using short, deliberate 2-3cm movements to prevent inadvertent damage to the snare or endoscope. Same case as MFR report number 6000048-1998-00011.